Event description:
During patient use, an 'o2 sensor bad' alarm occurred. Calibrating o2 sensor could not solve the issue. Replacing the o2 sensor resolved the issue. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, patient information was not provided.